Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed, but could not replicate, the customer's reported complaint. Based on the log review, the instrument had one blade jammed failure. However, a dislodged blade was not observed during in-house testing. The instrument was placed and driven on an in-house system and failed engagement, so functional tests were unable to be performed. The knife slot measurement was 0.028". No conductor wire damage was found. There was no bio debris found at the instrument tip. The root cause of a dislodged bladed is typically attributed to mishandling and misuse. Additionally, visual inspection was performed and the instrument was found to have a broken grip tip. The gray part of the grip tip was found to be broken, measuring approximately 0.191" x 0.388" in size. The broken piece was not returned with the instrument. Root cause of this failure is attributed to the mishandling and misuse. The grip tips were found to have mechanical damage. Mechanical indentations were found near the ceramic dots and near the knife slot. The instrument was found to have 5 of the 7 ceramic dots dislodged, and were not returned with the instrument. The instrument was found to have a broken snake wrist cable. Root cause of this failure was attributed to a component failure the instrument was found to have an engagement failure. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. This failure was likely due to the broken snake wrist cable observed. A review of the instrument log for part number: 480422-01, batch/lot number: l92229223-0168, associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk5352. This is the single use instrument. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, it was discovered that the blade of the vessel sealer extend instrument was not intact. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.